Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation. A thorough review could not be conducted, as the lot number was not provided. Upon evaluation, no major damage, fracture or signs of failure were observed to the endplate assembly. No bony deposits were observed on the bony apposition sides of either endplate. The bearing surface of the endplates were clean, there were no damage features observed. The exact cause of the reported issue cannot be ascertained. The secure-c implant is comprised of two parts, i.e. Part number 714.106s secure-c endplate assembly, and part number 414.108s secure-c core. These two parts combined make up the secure c implant. Device two: brand name: secure-c core, 11x12, 8mm; common device name: secure-c core, 11x12; model #: 414.108s. Upon evaluation, the superior aspect of the core showed mild circular deformation marks. The lateral view of the core showed loss of the uniform spherical curvature of the superior bearing surface, biased towards to the anterior aspect of the core. The deformation on the superior bearing surface is consistent with contact of the superior endplates bearing surface edge. The deformation on the inferior bearing surface is consistent with contact with the edge of the inferior endplate's bearing surface. It is not possible to determine the cause of the posterior migration of the secure c core. In addition, this is the first report of secure c core having migrated posteriorly.

Event description:
It was reported to globus that the secure c core was displaced and no longer fully between or engaged in the device endplates. The patient's neurological condition suggested that core had migrated posteriorly into the patient's cervical spinal canal. The revision surgery took place (B)(6) 2015. An anterior cervical fusion was performed with a spacer and single level plate. A decompressive posterior laminectomy was then performed.